Event description:
Dr (B)(6) was starting a lap chole and while cauterizing the umbilical incision with the spatula, a burn was noted on the pt's skin. After inspecting the coating of the instrument, two small holes were noted on the shaft.